Event description:
The customer reported to olympus medical that the evis exera iii duodenovideoscope's forceps elevator did not fully extend up. The customer reported this issue was identified during device reprocessing. The device was returned to olympus medical for evaluation. During examination, the forceps elevator was found to have foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
The customer reported the device was reprocessed prior to return to olympus medical. During testing, the reported issue was confirmed; the forceps raising angle did not meet with specifications. The forceps raising issue was caused by a worn forceps elevator wire. Functional testing also showed the image resolution did not meet with specifications and the image had black dots; both issues were caused by a damaged charge coupled device. Examination also showed some parts of the scope were dirty, including the control unit and the angulation control knobs. Further, the air/water nozzle was deformed; the adhesive around the light guide lens was peeling; the distal end cover was dented; the connecting tube was buckled; the angulation control knob had excess play due to wear of the angle wire; the angulation lock lever did not work due to knob wire damage; and the universal cord was scratched. The device examination showed that the forceps elevator had foreign material that was yellowish-brown; the source of the material was not confirmed. The forceps elevator had sustained physical damage and it was determined possible that the damaged areas allowed for the foreign material to adhere. However, the cause of the issue was not definitely confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device instructions for use (IFU) review identified a relevant instruction on how to detect the issue: "chapter 3 preparation and inspection: 3.2- inspection of the endoscope" in addition, the device reprocessing manual also includes a relevant entry: "5.4 manually cleaning the endoscope and accessories". Olympus will continue to monitor field performance for this device.